Event description:
A report was received that the patient was experiencing infection at the midline and battery site. Symptoms included were itching and redness around the battery site. Antibiotics were prescribed. The physician believed that the infection was not device or procedure related. The patient underwent an scs explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: 16552649, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.